Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected battery power loss. Blood glucose level at the time of the incident was unknown. The customer also reported not receiving a low battery warning before the replace battery now alarm. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss. The power management tool confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.